Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between january 2022 to january 2024. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: sridhar sundaram, et al. Reintervention after endoscopic ultrasound-guided choledochoduodenostomy for distal malignant biliary obstruction. Surg laparosc endosc percutan tech 2025;35: el382. Doi 10.1097/sle.0000000000001382. Block h6: imdrf patient code e1109 captures the reportable event of cholangitis imdrf impact code f0801 captures the reportable event of intensive care unit admission imdrf impact code f02 captures the reportable event of death.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery-enhanced delivery system, as well as the wallflex biliary stent (both fully covered and partially covered) through the article titled, "reintervention after endoscopic ultrasound-guided choledochoduodenostomy for distal malignant biliary obstruction", by sridhar sundaram et. Al. This multicenter retrospective observational study analyzed patients with malignant distal biliary obstruction who underwent endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) across eight tertiary care centers in india. A total of 134 patients were included between january 2022 and january 2024. Among them, self-expanding metallic stents (sems) were used in 118 cases, and lumen-apposing metal stents (lams), including the hot axios, were used in 16 cases as part of the drainage procedures. The article described the procedural details and their outcomes following eus-cds. One patient who developed severe cholangitis after the procedure required intensive care and died within 72 hours. Please refer to the referenced article for full details, data analysis, and list of participating investigators and institutions.